Event description:
During a cryoablation a polarxfit was selected for use. Diaphragm movement sensor and c-map decreased during cooling of right superior pulmonary vein 89 seconds - double stop at 58 c. Afterwards, the transverse nerve movement was checked and it was confirmed that the movement was weakened. The procedure was completed. It is unknown if nerve palsy was resolved. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation a polarxfit was selected for use. Diaphragm movement sensor and c-map decreased during cooling of right superior pulmonary vein 89 seconds - double stop at 58 c. Afterwards, the transverse nerve movement was checked and it was confirmed that the movement was weakened. The procedure was completed. It is unknown if nerve palsy was resolved. The device is not expected to be returned due to disposal. It was further reported that cooling was immediately stopped after determining that the nerve had weakened. A double stop was immediately performed, and the balloon was deflated. The phrenic nerve was checked for movement by twitching at the end of the procedure, the phrenic nerve was confirmed to be responsive, albeit weakly. The patient is currently under review.